Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/05/2019 to the present date 9/24/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
Case #: (B)(4). Case subject: npi 8100 error 242.4030. Account name: (B)(6) memorial hospital. Account #: (B)(4). Asset name: 8100bd pump module n. America v9.33.0.50. Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6) . Patient or user involvement: no. Patient or user harm: no. Case description: customer reports receiving 8100 (s/n (B)(6) ), with error 242.4030 in display. Case resolution: customer reports receiving 8100 (s/n (B)(6) ), with error 242.4030 in display. Explained problematic fault of the error code on the 8100 devices. Customer to repair and/or replace the mechanism assembly to resolve issue of concern. Informed customer the device is still under warranty. Transfer customer to our service notifications team to assist with RMA request for repair. They will give a call-back if further problems persist. End call.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Customer reports device as displaying error 242.4030. Npi.